Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 237 mg/dl. The customer's expected fasting blood glucose test result range is 120 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 08/26/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in reporting high results on her meter. Customer cannot remember when she opened vial of test strips.